Manufacturer narrative:
The technician replaced the right foot brake caster to resolve the issue.

Event description:
The technician alleged the right foot brake caster is ratcheting while in brake mode. No patient impact.